Manufacturer narrative:
(B)(4): added additional information the device was returned in good visual condition. The device was tested with a generator and was functional. During functional testing, there were no issues with the temperature of the device. The harmonic device is not overheating and is functioning as intended. The harmonic device produces heat in order to cut and coagulate tissue. Activating the blade against the pad without tissue present is the main factor in increased or elevated device temperature. Blood and tissue buildup between the blade and shaft may result in abnormally high temperatures at the distal end of the shaft. To prevent burn injury, remove any visible tissue buildup at the distal end of the shaft additional "warnings" are in the IFU to guide users on minimizing device temperatures and avoiding patient or user injuries.

Event description:
It was reported that during a tonsillectomy procedure, the surgeon claimed that the active blade of the device burned the tongue and the shaft of the device burned the corner of the lips. The burned mark was discovered after the case is completed. One device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information: has the surgeon been in-serviced on heat management? ¿ yes. Is the surgeon aware of the warnings in the IFU as to heat? ¿ unlikely. Did the surgeon use a wet 4 x 4 to protect the mouth area? ¿ no. Severity of burn; first degree burns are minor burns on the first layer of skin. ¿ no information. What medical intervention was used to treat the burn? (Such as salve or stitches) ¿ no information. Are there any anticipated long-term effects from the burn? ¿ no information. When was the burn noticed: post-op? (When) when undrape, the patient will. The patient need any follow-up? ¿ no information. Patient age and weight; did the patient have any pre-existing conditions? ¿ no information. What is the current patient condition? ¿ no information.